Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing and stress testing with test accessories without duplicating the report. The device was able to display an ECG signal in all leads and pads with test accessories. The device was recertified and returned to the customer. Review of the device log showed multiple pads messages that are indicative of poor coupling. However, without receipt of the accessories, root cause could not be established. There are a number of factors that exist outside of a device malfunction that can cause these messages that include but are not limited to poor coupling of the pads and or multifunction cable to the patient or to the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.